Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Note: surgeon reported that infection occurred after mole removal performed by a dermatologist. (Unknown if clinically confirmed or if infecting microorganism was identified). Nevertheless it was reported that the dlf plate and 11 screws were explanted. No further information will be released by the hospital or surgeon. Based on the given information, the root cause is likely patient related. No failure of the used implants could be determined as it is unknown if clinically confirmed or if infecting microorganism was identified. Note more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was deemed to be unnecessary. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device evaluated by manufacturer? Retained by hospital.

Event description:
It was reported that all hardware in the patient's left femur was removed due to infection. Surgeon reported that infection occurred after mole removal performed by a dermatologist. A dlf plate and 11 screws were explanted.